Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Information was received based on review of a journal article titled, "perioperative complication rate of one-stage bilateral total hip arthroplasty using the direct anterior approach." It was reported that a(B)(6) female patient who underwent bilateral tha suffered peri-prosthetic fracture during rehabilitation on the 4th postoperative day. Patient required open reduction and internal fixation. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - unknown femoral head, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni therpay date - ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in a journal article received that a patient who underwent bilateral total hip arthroplasty suffered peri-prosthetic fracture during rehabilitation on the 4th postoperative day. Patient required open reduction and internal fixation. Attempts to obtain additional information have been made; however, no more is available at this time.